Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were there. A technical support specialist remoted into the server and verified that the patient was showing in pyxis. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information was not crossing over to pyxis. Hospital information technology was supporting the pharmacy applications at the time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.